Event description:
This lead was explanted and returned because it was reported that scored electrogram contained noise. It was also reported that during intervention, wear-through of the lead insulation was observed.